Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. It was unknown if the customer was using auto mode or not at the time of incident. Customer stated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were unable to rewind the insulin pump. No further patient complications were reported. Troubleshooting was performed; however, the customer will discontinue use of the device. Frn-mmt-332-rsvr, unomed inf set.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged pump error 130 alarm found on (B)(6) 2022. Pump passed the self test, active current measurement and sleep current measurement. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and dat due to a constant pump error 37 alarm during the rewind test. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found a corroded motor home switch. No corrosion or moisture damage on the electronic assembly, force sensor and vibrator assembly noted. Pump error 130 alarm was recorded and found in the formatted history file on: (B)(6) 2022 17:44:04.000 to on (B)(6) 2022 17:46:27.000, on (B)(6) 2022 21:29:05.000 to on (B)(6) 2022 21:59:33.000, on (B)(6) 2022 22:00:50.000 to on (B)(6) 2022 22:51:33.000 pump error 43 alarm was recorded and found in the formatted history file on: (B)(6) 2022 21:47:12.000 to on (B)(6) 2022 21:51:47.000, on (B)(6) 2022 22:01:23.000 to on (B)(6) 2022 22:38:22.000 pump error 37 alarm was recorded and found in the formatted history file on: (B)(6) 2022 15:08:54.000 no pump error 38, 39, 41, 42, 79, 80 and 82 alarm on the formatted history file noted. A test motor was used and continued testing. The pump passed the rewind test. A constant pump error 37 alarm during the rewind test, pump error 130 alarm and pump error 43 alarm were confirmed due to a corroded motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case and a broken belt clip rails. A constant pump error 37 alarm during the rewind test, pump error 130 alarm and pump error 43 alarm were confirmed due to a corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objectants to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.